Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)..

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, the balloon ruptured within the specified pressure. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.